Event description:
The device was returned for service. During service, the baxter technician reported that the pump's main batteries would not hold a charge. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported batteries issue was confirmed. Inspection of the device found that the main batteries depleted and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-(B)(4).